Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.